Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during checking a set from the impactor device, it was observed that the device was automatically firing when the trigger was pressed only once. The event was not related to surgery. There was no delay in surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: manufacturing record evaluation (mre) review: a manufacturing record evaluation (mre) was performed for the finished device serial number, and there were no non-conformances identified that was related to the reported complaint condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. It was determined that the device passed visual inspection. It was determined that the internal movement, no impact; failed the functional assessment. The impactor made an internal motor movement, noise and there was no impact. It was noted that there were no significantly pinched wires and no leaks upon leak testing. The rear can was removed, and there were no visual observations of issue. It was observed that the motor was removed with excessive force. It was determined that there were marks on the motor bearing and drive body which indicated the two parts were pressed together tightly. The motor was disassembled, and the motor magnets were adhered to the motor shaft as intended. It was further determined that there was no visual indication of manufacturing defects. The impactor was assembled properly. It was determined that the motor and drive body experienced bounding together which contributed to the failure. The drive body was measured for inner diameter where the bearing sat, the shelf which the bearing/shim sat on top of, and the concentricity of the two. It was determined that all measurements were in specification. The roundness of the drive body inner diameter hole was also measured; however, there was no specification to identify whether it passed/failed. The device was measured by ¿cmm¿ and found to be out of tolerance at the updated shelf diameter per ¿CAPA¿ and in-tolerance per drawing specification. It was further determined that the cause for the found defect was a confirmed design error. It was determined that the drive body tolerance caused the motor binding/inoperability. Thus, the drive body specification was a design issue. Therefore, the reported condition of the device automatically firing when the trigger was pressed was confirmed. The assignable root cause was determined to be traced to device design, which is a design error, and has been escalated to CAPA.